Event description:
Patient underwent an arthroscopic left knee anterior cruciate ligament (acl) reconstruction using bone-patellar tendon-bone allograft. The patient experienced a typical post-op course until sharp knee pain led to an emergency department visit 11 months post-surgery. X-rays revealed a 1 inch linear metallic object within bone with - inch extending out into tissue. Surgery for retrieval of the object was required and performed without difficulty. The object was a retained fragment of a metal rigidfix cannula which had been used with the cross pin system at the time of the original surgery.